Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the drill bit tip has broken." The hcp confirmed that although fragments were present, they had all been removed and none remained inside the patient.